Event description:
A customer reported receiving unspecified high glucose readings on the abbott diabetes care (adc) device. The customer noted a vertical trend arrow but did not specify it was downwards or upwards. The customer reported symptoms of sweating, racing heartbeat, and high blood pressure. The customer contacted a healthcare professional (hcp) who performed an echocardiogram (ECG), measured the customer's blood pressure, and checked the customer's blood sugar levels every half hour. The hcp also gave the customer some food to stabilize the customer's blood glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Performed an smu (source measurement unit) test using connector key and device event log full message was observed. Extended investigation has been performed on the returned, de-cased puck and no evidence of misuse was observed. No contamination or damage was observed on the returned pcba. The returned battery was measured and was within specification. Attempted to re-program returned sensor, observed device event log full message which prevents the sensor from being reprogrammed and functionality testing from being performed. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high glucose readings on the abbott diabetes care (adc) device. The customer noted a vertical trend arrow but did not specify it was downwards or upwards. The customer reported symptoms of sweating, racing heartbeat, and high blood pressure. The customer contacted a healthcare professional (hcp) who performed an echocardiogram (ECG), measured the customer's blood pressure, and checked the customer's blood sugar levels every half hour. The hcp also gave the customer some food to stabilize the customer's blood glucose levels. There was no report of death or permanent impairment associated with this event.